Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) false resistant m. Tuberculosis patient result was obtained from a mgit instrument. No confirmatory testing was reported; however, the customer noted that no actual growth was observed. Repeat testing occurred and no adverse health impact was reported. This is report 16 of 42.

Manufacturer narrative:
B3. Date of event is unknown. The customer reports events occurred in 2025 and in 2026; however, no further information can be provided. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.